Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. - capsular contracture: unable to observe as it is not related to the manufacturing process. - rupture: not observed. As per the investigation procedure, deformation, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "textured to smooth ". Healthcare professional later reported "capsular contracture baker grade iii and rupture". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow up from emdr 9617229-2024-0011664. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "textured to smooth ". Later healthcare professional reported "capsular contracture baker grade iii and rupture". This record is for the left side. Device remains implanted.